Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue injury. It was reported that on (B)(6) 2022 a mitraclip procedure was performed on a patient with grade 4+ degenerative mitral regurgitation (mr). The physicians deployed the first clip and it was a successful grasp, however, there was residual mr. The physician attempted to grasp with a second clip. They made multiple attempts with the grasping of the second clip and each time the mr reduction was deemed inadequate. At this point tissue damage at a2/p2 was noticed, which we believed was caused by the clip. We subsequently moved the clip to another appropriate location on the valve. They made a successful grasp and deployed. Mr was reduced to 3-4. No additional information was provided. We used the first clip and it was a successful grasp and it was residual. We attended to make successful grasp with the second clip. We made multiple attempts with the grasping of the second clip and each time the mr reduction was deemed inadequate . At this point we noticed the tissue damage at a2/p2 which we believed was caused by the clip. We subsequently moved clip to another appropriate location on the valve. And made it a successful grasp and deployed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported unspecified tissue injury was due to the difficult or delayed positioning, as multiple grasping attempts impacted anatomy. The cause of the reported difficult or delayed positioning appears to be due to patient morphology/pathology. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.